Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the walking clinic due to high blood glucose (bg) level s of 23 mmol/l (414 mg/dl) with ketones present, while wearing the pod between 4 and 24 hours on the hip/ buttocks area. The patient noticed that the adhesive was loose and the cannula had dislodged from the infusion site. At the clinic, the patient received fluids and monitored for 2 hours.